Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2401025, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. All product was visually inspected, the tips were verified to be properly molded and no damage or other defects within the tip were observed. Functional testing was performed, connecting the syringes to a mating luer. In all cases the syringe could connect without issue and no tip breakage occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. No issues related to the reported event were found. Based on the available information and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
61-year-old patient hospitalized for allogeneic stem cell transplantation for aml after rinsing with 0.9% saline on a 3-way faucet, the luer tip of the syringe detached from the body, obstructing the path where it was connected. The current infusion was stopped and the 3-way valve was replaced. Clinical consequences and current status of the patient or person involved no clinical consequences for the patient. Delayed management. Risk of infection in an aplastic patient. Actions taken at the facility the device has been retained